Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the liner disengaged. Litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, swelling, and a loose liner. A head is now being added to address allegations of metal on metal.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 01/13/2017 medical records received. After review of the medical records for MDR reportability on 01/30/2017, in addition to what was previously reported, the revision surgery notes reported metallosis, the ¿plastic liner was obviously loose and it spun vertical,¿ and the acetabular cup was reported have some damage to the dome of the shell, with no damage to the locking mechanism at all. There was no description of what the damage to the dome actually was at the time of this review. Part/lot numbers provided.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.